Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part #: 03.404.019s, synthes lot #: 58p1764, supplier lot #: 58p1764, expiration date: april 30, 2030, release to warehouse date: april 26, 2020, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure the back end of the ria 2 broke when the surgeon was pulling the reamer out after reaming. An ria 2 bone harvesting kit was used instead of the broken device. There was a surgical delay of thirty (30) to forty-five (45) minutes. The patient was reported as fine. Concomitant device reported: ria 2 drive shaft (part number unknown, lot unknown, quantity 1). This report involves one (1) 11.5mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).